Event description:
The lay user/patient contacted lifescan alleging the meter calcode issues. It is known whether or not the issue was resolved with troubleshooting. There were no allegations of arm or injury.